Event description:
It was reported via repair work order that the bed lifts would drift. Due to faulty motors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.